Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h4, h6, h10. Products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. This event occurred during surgery. Device revision or replacement required. The complaint cannot be confirmed as a fracture in the bearing surface. A mark is visible in the bearing surface and this is commonly attributed as a witness mark left after contact with metal. The non-conformance is not due to implant fracture, but a witness mark left on the bearing surface after it has come into contact with metal. The root cause cannot be defined with the available information as the implant has been removed from the sterile barrier. As no damage to the packaging was reported and after review of the DHR the most likely cause is mishandling during the unpackaging operation by the user. Material review of DHR approved as compliant on 26 may 2020 which confirms that the part left the manufacturing site compliant to specification. No corrective/preventive actions are deemed necessary at this time. Risk assessment; the severity associated with the above line is 1. The actual severity score is in line with the risk file. Occurrence rate assessment: march 2018 to march 2021: 14,966 items sold. Number if similar complaints identified: 1 (including (B)(4). Occurrence ratio: 1:14,966. Risk score: severity score x occurrence score = risk score. This gives a risk score of 1 x 2 = l (low risk). Risk assessment summary: the hazard and reported harm are covered by the risk file and the severity/occurrence and the risk scores are within acceptable limits. The risk is deemed as low. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the head was applied to the stem and it was noticed that there was a crack on the head. Subsequently, the doctor pulled it off again, returned it and replaced it with a head of the same type. There was no delay of the procedure. No harm on the patient, or the user was reported.

Manufacturer narrative:
(B)(4). Initial report. Report source foreign: (B)(6) . The product has been requested to be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the head was applied to the stem and it was noticed that there was a crack on the head. Subsequently, the doctor pulled it off again, returned it and replaced it with a head of the same type. There was no delay of the procedure. No harm on the patient, or the user was reported.